Manufacturer narrative:
Repeated attempts to get more information from the facility was unsuccessful. They were not able to provide the catheter lot number or any other additional information. The facility stated that the balloon ruptured somewhere "near" the labeled rated burst pressure. It is unknown whether it was actually over the rbp or under the rbp. It is also not known if an inflation device with pressure gauge was used as recommended in the instructions for use. A reserve catheter was pulled from inventory and tested. It went beyond the labeled rbp of 12 atm and did not burst until 17 atm.

Event description:
Balloon burst.